Event description:
The hospital claimed that the filter screw broke off the pump filter and the stem was stuck inside the threaded bolt. When a penumbra sales rep visited the hospital and inspected the pump, he found that the filter was screwed in too tight. When the hospital tried to unscrew the filter, the bolt became loose and they could not get the filter off. This happened before the case and another pump was available for use instead.

Manufacturer narrative:
This MDR is being filed based on our understanding of incident reportability as per penumbra (B)(4) 2010 update to the FDA warning letter dated (B)(4), 2009.